Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation summary: a direct correlation between (B)(4) and the reported infection cannot be conclusively determined. The reported pi events were confirmed via the evaluation of the log file data provided by the account. The controller event log file contained data spanning from 04mar2019 at 18:34:52 to 06mar2019 at 13:20:42, per the timestamp. Numerous pi events, 109 in total, were captured throughout the log file. Despite the pi events, the device appeared to be operating as intended. No notable alarms or unusual events were captured in the log file. It was reported that the patient was admitted on (B)(6) 2019 with positive blood cultures from an outside center. The patient was afebrile upon admission and the blood cultures revealed gram-positive diplococci with no identifiable source. The patient was started on empiric antibiotic therapy and was discharged from the hospital on (B)(6) 2019. Ceftriaxone was to be continued at home at the to treat the streptococcal bacteremia. A PICC line had also been placed for care at home. Following discharge, it was reported that the patient had been experiencing syncopal episodes with frequent pi events. The patient remains ongoing on the device. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding how to prevent infection. The heartmate 3 lvas notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019 with positive blood cultures. The patient was found to be bacteremic. Per the account, the patient was started on empiric antibiotic therapy. It was noted that the patient remained afebrile, and the blood cultures revealed gram positive diplocci. The patient was discharged to home on (B)(6) 2019 with continued cefriaxone and intravenous (IV) antibiotic treatment. No further information was provided.